Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient was presented in clinic after receiving a patient notifier for high, out of range hv lead impedance. Programming changes were recommended. Patient will be monitored.